Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of occluded reservoir. The customer's blood glucose level was 22.0 mmol/l at the time of the incident. The customer treated with the pump. The customer had symptoms such as nausea. The customer reported that they changed the set twice. The customer declined to check for air bubbles. The customer was unable to troubleshoot during time of call. The product was returned for analysis.